Event description:
From staff: endo stitch was inserted into patient. Needle broke as surgeon was using device. Part of needle still in endo stitch device. Other part removed and all is packaged together.